Manufacturer narrative:
The unit failed the displacement test followed by a motor error alarm during rewind due to a motor encoder signal out of phase. The unit could not perform the excessive no delivery test due to a motor error. The unit had minor scratches on the lcd window, cracked reservoir tube window corners, a cracked belt clip slot, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report several no delivery alarms. The customer disconnected the insulin pump for 5 minutes and gave 5 units of insulin and the device did not alarm no delivery. However, after changing the infusion set and the site, the device alarmed no delivery during bolus and basal. The customer's blood glucose level was unknown. The customer received a replacement device and was informed to return the device for analysis.